Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of cardiac arrhythmia, as well as a direct correlation to heartmate ii left ventricular assist system (lvas) (B)(4) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's left ventricular assist device (lvad) was explanted. The explant was therapy related and due to intractable ventricular tachycardia (vt) and vt storm.